Manufacturer narrative:
Visual inspection under 30x magnification indicates lead was cut or snipped approx. 18cm distal of proximal terminal pin, with evidence of flared coil wire ends. X-ray of the lead confirms no portion of the j stiffener wire was received and confirms no coil wire fracture. Partial condition is the result of snipping or cutting.

Event description:
The lead was explanted due to a report of j retention wire fracture without protrusion through the outer polyurethane insulation. Device analysis is provided.